Event description:
The sales consultant reported that the screw removal tool was found to be broken. The tip was broken off and missing. Unsure how the instrument was broken. Not used during surgery.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The device history reviews revealed no complaint-related issues. The broken tip was due to an unknown cause. The inner shaft tip on the extraction screwdriver was broken and was not returned for an evaluation. The tip of this device will break if excessive force/pressure are applied or if it is side loaded. Based on the DHR review and the evaluation performed, this complaint is deemed indeterminate from a manufacturing standpoint.